Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home pt.

Event description:
A home pt's nurse contacted baxter's technical service center regarding a check supply line alarm that appeared on the display of the pt's homechoice machine during his automated peritoneal dialysis therapy. Per initial report, the home pt had disconnected a supply bag and reconnected it to the supply line of the homchoice set. Baxter's technical service center assisted the home pt's nurse in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.